Event description:
A customer contacted beckman coulter (bec) and reported an uncontained leak from the mc (modular chemistry) side of the unicel dxc 800 pro synchron clinical system. No flags or error messages alerted the customer of any instrument issue prior to discovering the leak. The customer was wearing personal protective equipment (ppe), consisting of gloves and a lab coat at the time of this event. No exposure or injury occurred due to the leak. No erroneous patient data was generated or reported out of the lab.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site. The fse found the ion selective electrode (ise) system drain was overflowing due to a plug in the waste drain valve. The clog was cleared and no further leaks were observed. The fse conducted the ise system performance verification. A clog in the ise waste drain valve caused this event. (B)(4).